Event description:
It was reported to philips that the heartstart xl+ defibrillator would not shock after delivering 9 shocks during use with a patient. There was no reported negative patient impact.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.